Manufacturer narrative:
(B)(4) - device evaluation: review of the black box and download history revealed information recorded from (B)(6) 2013. The black box contained record of a load step malfunction on (B)(6) 2013. On testing, the pump emitted a ¿no cartridge detected¿ warning during the load step. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printer circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.